Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue on product. Visual inspection found optic torn/split and haptic broken/bent. Lens returned damaged. Unable to perform dimensional inspection due to damaged state of lens. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens -11.00/1.5/094 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6)2023 the lens was exchanged with a same length lens due to excessive vault. The exchange resolved the problem. Cause is reported as unknown.